Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw link had broken. If the link is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The broken fragment from the link was retrieved during the surgery. All parts of the device remained attached to the device, no fragments were noted missing. The upper jaw link can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw link to break could be due to torqueing the device excessively and placing too much force on the link/ hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution.a review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use ("IFU") discusses all surgical hazards in warning section. In IFU warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during knee arthroscopy with meniscal repair, the upper jaw of the novostitch was broken as it was inserted into the joint. All pieces were removed from the patient and the procedure was completed without significant surgical delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H6: the reported device, used in treatment, was returned for evaluation. Upon investigation, it was determined that the upper jaw link had broken. If the link is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause has been associated with unintended use of the device. The upper jaw link can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instruction for use discusses all surgical hazards in warning section. In instruction for use warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage." No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that during knee arthroscopy with meniscal repair, internal to the patient, the upper jaw of the novostitch was broken as it was inserted into the joint. All pieces were removed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.